Event description:
I got mentor saline breast implants in 2007. I know my body and I know these implants have caused these autoimmune responses. I started out with shortness of breath, extreme fatigue, and really bad anxiety that I had never experienced before. I also felt like I was having constant uti's and yeast infections. Then I was diagnosed with cervical cancer in 2010 (from (B)(6) that my body was too weak to fight off). The cancer then required a hysterectomy. I was only (B)(6) and I only had one child. In 2012, I noticed lower back pain out of the blue. The pain then spread to my neck, feet, legs, abdomen, elbows, hands, knees and soreness in my breast. I also have sharp shooting chest pain that stops me from moving no matter what I'm doing. It's terrible. I have to just wait it out and stay in the one position I'm in. My other symptoms include fatigue, blurry vision along with vision loss, tender swollen lymph nodes, I cannot concentrate on things very long either (this is even hard for me to type out), muscle pain, extreme joint pain, hair loss, premature aging, dry skin, loss of appetite along with weight gain, brain fog, memory loss. I forget so much of the past few years, I literally cannot remember memories that my son will bring up. That part breaks my heart, telling my (B)(6) son that I don't remember. I cannot get a tan or be in sunlight without getting these raised bumps all over, irritability, headaches, numbness and tingling in hands and feet, carpel tunnel, vertigo, vomiting, trouble with regulating temperature, difficulty swallowing, heart palpitations, constipation, diarrhea, night sweats, difficulty swallowing, and I always have a runny nose or a stuffy nose 24/7, it's one or the other. I've been diagnosed with fibromyalgia. I'm not able to work and most of my time is spent in bed at (B)(6). I am depressed, that is true. But do know that my pain/illness has caused my depression, it's not that the depression has caused my illness. Remember I'm the only one who knows my body.